Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedances on both leads and to allow for future magnetic resonance imaging (MRI). The leads were replaced with two new leads during the procedure and the patient was recovering as expected postoperatively. The explanted leads will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5165963.